Event description:
This complaint was received through literature article "expanding the severity range of polytetrafluoroethylene-related hepatic outflow occlusion" published in "liver international" (2009). The patient was referred for tips placement due to esophageal bleeding that did not resolve with endoscopic treatment. The article does not directly state that the implanted device was a viatorr tips endoprosthesis; however, there is mention of the stent being coated in polytetrafluoroethylene (ptfe) and having a bare metal portion that is consistent with the viatorr device. After creation of the tips, the patient's porto-caval gradient dropped from 23 to 9 mmhg. Within hours of the procedure and progressing over the following days, the patient showed increased liver enzyme activities, stage 3 hepatic encephalopathy, worsening of ascites and signs of hepatic failure. There were no signs of infection. Due to progressive liver failure, the patient had a device explant and liver transplant 13 days after the tips placement.

Manufacturer narrative:
The lot number remains unknown, so a review of the manufacturing records could not be conducted. The location of the explanted device is unknown, so a device analysis could not be conducted.